Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A device history record review is in progress. Once completed, a supplemental report will be submitted. Facility name is (B)(6). Concomitant products: gel contour profile moderate gel - lumera breast implant, catalog number 324-1307, lot number 5614747-034, lot number 5614747. (B)(4).

Event description:
It was reported that a (B)(6)-year-old female patient underwent a breast augmentation with gel contour profile moderate gel - lumera breast implants and experienced bilateral rupture on the left breast implant during the explantation procedure on (B)(6) 2018. In addition, the patient experienced breast pain on the right breast implant. As a result, the patient had undergone removal and replacement with gel mentor memorygel breast implant 275cc, catalog number 3507275mc, lot number 7525030, serial number (B)(4) on the left breast implant and with gel mentor memorygel breast implant 275cc, catalog number 3507275mc, lot number 6870225, serial number (B)(4) on the right breast implant on (B)(6) 2018.

Manufacturer narrative:
On 07/07/18, it was reported to mentor that device evaluation and investigation findings: upon receipt to mentor, the device contained clear gel. Brown material was observed within the device and gel was observed on the shell surface. Evaluation of the device revealed a rent measuring 2.6 cm within an area of siltex cracking on the posterior aspect. Parallel lines of shell wear were also observed on the anterior aspect, suggesting in-vivo folding or creasing of the device. No other anomalies were observed. Complaint was confirmed. Because mentor performs 100% inspection and testing of all devices prior to release, product evaluation team concluded that the rent and siltex cracking occurred sometime subsequent to the removal of the device from its protective packaging. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Mentor believes that siltex cracking is ultimately a result of high stresses caused by acute folds (i.e., severe ¿v¿ or tight folds) in the rtv shell of siltex saline mammaries. The device history record (DHR) of lot number 5614747 reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The severity level for this complaint code was determined to be a s3, which is defined as: necessitates intrusive medical or surgical intervention. At this time is not possible to determine the origin of the brown material observed. Because product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2018, it was reported to mentor that the device history record (DHR) of lot number 5614747 reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).